Event description:
N/a.

Manufacturer narrative:
The device was not yet returned for evaluation. Failure analysis is not possible because the complaint unit has not been received for evaluation. Photos were provided by the customer showing several components suspected of causing the blockage but cannot confirm with photos provided. The reported condition is considered unconfirmed until the unit is received. Device history record of reported lot number was reviewed. No anomalies were found during manufacturing process of the product. This lot was packed on 01/08/19 and released for distribution on 01/21/19. No assignable causes associated at manufacturing process of the product which could contribute and/or be related to reported condition were identified on DHR review. The customer reported that a small part of the tubing (adaptor) was found to be blocked which caused the no irrigation problem¿. The ¿adaptor¿ that the client refers is the ¿fitting tubetube 332¿ part no. 72903923. This component is received from a certified supplier and assembled in the tubing as part of the manufacturing process of the c7300 catalog in integra facility . Fg lot 3342976 used the fitting tube lot no. 380505. Incoming record of this component was reviewed, no discrepancies were reported, and lot was released with no issues. As a result of this review, it was concluded that the manufacturing process of the fg 3342976 met all manufacturing and testing requirements as defined in the specified procedures. UDI number (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
UDI number: (B)(4). The device was returned for evaluation. The returned unit was inside its tray, but it had been previously opened and the tyvek lid was taped to the tray. It was observed that one of the fitting, tube-tube 3/32¿ (p/n 72903923) had been removed from the device. The rest of the irrigation tube was verified by passing water through it, and no obstruction was evidenced. The device history record (DHR) of reported fg lot number 3342976 was reviewed. No anomalies were found during manufacturing process of the product. The removed fitting (p/n 72903923) was found inside the package, it was taped to the plastic tray. The fitting was visually inspected, and it was observed that one of the ends was completely blocked with plastic. The defect was a defect from the component manufacturer. The complaint was confirmed for the reported ¿no irrigation¿ condition. The root cause for this event was related to component¿s manufacturer defect.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that on (B)(6) 2019, the c7300 cusa clarity quick connect tubing had no irrigation. Initially, the user attached first tubing set and press prime button, no irrigation water delivered to the handpiece. Then, they changed another clarity console with same handpiece and tubing set, but same problem happened. Finally, they changed a new tubing set, and had no problem found during the operation. It was noted that there was an hour delay during the console, tubing set test and changing process however, the patient was fine and no harmful effect was caused by the incident. The problem tubing set was collected and checked by the distributor on (B)(6) 2019 and a small part of the tubing (adaptor) was found to be blocked which caused the no irrigation problem, the blockage was found inside the cartridge. The device was not in contact with the patient and there was no injury/death alleged.